Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that, upon delivery the stent to lesion, it was noticed that the stent was not on the balloon. The stent could not be found; therefore, an intravascular ultrasound (ivus) was performed to assess the presence of the stent in the artery. The stent was not found by ivus. A meticulous inspection of the packaging components was performed and the stent was found inside the stent cover. No additional event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the shaft and sidearm. There was moisture in the balloon and inflation lumen. The stent was completely dislodged from the balloon and was located in the returned sheath. No damage to the stent was noted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 86 cm distal to the strain relief tubing. No other damage to the catheter was noted. The stent outer diameters were measured with a laser micrometer and did not meet manufacturing criteria. The inner diameters of the protective sheath were measured with pin gauges. Product performance engineering reviewed the incident information and analysis of the returned rx vision. The stent was no longer mounted on the balloon, instead it was returned dislodged and in the protective sheath. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were found to be oversized, possibly as a result of traveling over the balloon shoulders during dislodgement. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath inner diameter was measured and found to meet manufacturer criteria. A conclusive root cause cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number / lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security when exposed to tortuosity. This MDR is considered closed by the product performance group.